Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained ventricular tachycardia (nsvt) events were not being stored on the device. A remote transmission via merlin.net showed nsvt events were detected and one event was stored on the device but remainder events were not stored during the time of the event. Programming changes were made. No adverse consequences affected the patient.